Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the patient's outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. G, is currently available. Section 1, "introduction," lists adverse events that may be associated with the use of heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2023.